Event description:
It was reported that during a procedure the moxy fiber was used for 23 seconds, when the physician hooked the tip of the fiber on a prostate clip that was inside the patient. The laser was put into standby. The physician used grabber to retrieve the tip and metal clips out of the patient. The procedure was completed with another fiber. No patient injuries were reported.

Event description:
It was reported that during a procedure the moxy fiber was used for 23 seconds, when the physician hooked the tip of the fiber on a prostate clip that was inside the patient. The laser was put into standby. The physician used grabber to retrieve the tip and metal clips out of the patient. The procedure was completed with another fiber. No patient injuries were reported.

Manufacturer narrative:
Information corrected: initial reporter section. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap and metal cap were detached; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.